Event description:
Had a total knee replacement in (B)(6) 2017. Zimmer knee all I know. In (B)(6) developed cellulitis and sepsis 2019. On (B)(6) admitted to hospital for cellulitis and sepsis. IV antibiotics. (B)(6)2019, I had emergency surgery and had loosening parts. Plus I had an issue with my heart. Zimmer knee replacement (B)(6) 2017 knee was never right. (B)(6) had a spacer put in. In hospital for 10 days. Sent home with IV antibiotics and a wound vac. (B)(6) 2020 I had a new knee replacement surgery. No problem. Lot of pain and discomfort. (B)(6) 2019 started getting red color down my leg. Went ER; I was sent home. Cellulitis (B)(6) 2019; on (B)(6) 2019 swelling and more redness, high bp, fast heart rate, went to different hospital - admitted for sepsis and cellulitis. Went home with IV antibiotics for 8 weeks. I have serial number. Blood infection. Lab work and EKG. I have zimmer knee serial number. FDA safety report ids# (B)(4).